Event description:
The harmonic scalpel (cat.harh36, lotm91j6a) device wouldn't rotate and wouldn't work. A new reusable cord was tried and the device still didn't work. There was no harm to the patient. The sonicision was replaced.